Event description:
An ileostomy drain removed early in 2010, resected during the procedure. The distal portion of the drain was left behind within the patient and wasn't discovered until approximately 8 months later when it was surgically removed. No patient injury was noted.